Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) went from seven years to 4.5 years remaining in a span of 11 months. The health care professional confirmed that the patient was in atrial fibrillation (af). Boston scientific technical services (ts) stated that af can impact the battery due to the atrial sense amplifiers being constantly activated. Ts also advised to have an engineering analysis. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.